Event description:
While performing a cardiac ablation for v-tach the hi-torque guide wire broke during withdrawal of the wire. The wire immediately migrated from the right ventricle to the pulmonary artery. This was not discovered until a month later when a chest x-ray was done. Upon attempted retrieval of wire, pulmonary artery was perforated and pt expired due to pea arrest.